Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing low, out of range, high voltage lead impedance on the rv lead. Low hvli was also observed in clinic. Programming changes were made. Lead imaging was recommended. Physician elected to monitor the system.